Manufacturer narrative:
8/21/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during an esophagectomy procedure. Reportedly, the suture disengaged from the jaws when the device was removed from the package.